Event description:
The patient claimed that keypad is loose over covering of up and down arrows and ok buttons. It requires several presses to activate the desired pump functions. Keyypad is loose, as if buttons are pushed down farther than normal. Denies tear to keypad. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be lifted from the pump. All of the keypad buttons require multiple button presses to activate. The keypad was removed to investigate and contamination was found under the button contacts.